Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number ip-00499892. During analysis of the sample, it was determined that the sample was damaged and incomplete. Microscopic examination was not performed in order to avoid compromising the device integrity. No other anomalies were noted. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 375cc mentor memorygel breast implant (catalog number 3503751bc, serial number (B)(4)). Manufacturer record number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00499892. It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The diagnosis was confirmed after receiving MRI, ultrasound, and mammogram results. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced both sides by like devices (catalog number 3503751bc, serial numbers (B)(4).